Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Date of explant is unknown. The unique device identifier (UDI) is not provided because the lot number is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via medwatch form mw5155904 that the patient was experiencing shocking, muscle spasms, headaches, tremors, limited mobility, and balance issues. As a result, the system was removed on an unknown date in 2023. No further information is available.